Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that at 9:00 am on december 19, the patient required PICC placement for chemotherapy. Meeting the indications for PICC insertion, a specialized nurse performed the procedure. Following successful needle insertion and adequate blood return, the guidewire advanced smoothly. However, when attempting to sheath the guidewire into the vascular sheath, resistance was encountered. Inspection revealed a bifurcation at the distal end of the guidewire, preventing sheathing. The specialized nurse used sterile scissors to trim 3 cm from the guidewire's tip. The trimmed guidewire was then successfully advanced into the vascular sheath. The catheter placement proceeded without incident. PICC localization confirmed the catheter tip was positioned correctly, with no adverse effects on the patient.